Manufacturer narrative:
The reported lot number 201603303 does not a match to the lighttrail devices lot numbers; therefore, the manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail single use 270 laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was an auriga xl laser console. According to the complainant, during the procedure and inside the patient, the fiber body broke while using it. There were no fiber fragments that fell inside the patient. The procedure was completed with another lighttrail single use 270 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.